Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: "moderate pain on left ankle joint. Issue was treated with local anesthetic and steroid injected in left ankle area."